Event description:
The following has been reported: biomed reported: "service needed" on sticky note. The unit is on. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a downstream air sensor failure. The pump ran an infusion of 500 ml/hr for 15 minutes immediately followed by 14 ml/hr for an additional 15 minutes and the pump was able to complete this infusion without issue. The pump was reverted to manufacturing mode to undergo admin set ID testing which it also passed. No signs of fault could be identified. Due to the nature of this alleged failure, the set ID and bubble detector assembly will be replaced as a precautionary measure.